Manufacturer narrative:
(B)(4). Batch # t94p4p. Investigation summary: the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and the device could not close. Upon visual inspection to the handle, it was observed that the closing latch was assembled incorrectly. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Although no conclusion could be reached as to how the latch was incorrectly assembled, it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping.

Event description:
It was reported that during a nephrectomy procedure, the enseal instrument would not lock closed. It was not reported how the procedure was completed. There were no patient consequences.